Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic experiencing phrenic nerve stimulation. Upon interrogation, the pacemaker was found to be in backup vvi operation. A device download successfully reverted the device back to normal settings and the patient would continue to be monitored regularly.